Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (slight delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR: 2134265-2018-03579. Reportable based on analysis completed on 25may2018. The patient presented to the left atrial appendage (laa) closure procedure in atrial fibrillation. A 24mm watchman ® laa closure device & delivery system was used with a watchman® access system. At the time of deployment the la pressure was 16mmhg and release criteria was met. The physician started rotating the deployment knob counter clockwise. After turning the knob about a dozen times, the closure device torqued and moved proximally without releasing. The physician stopped to examine the closure device when the core wire disengaged and pulled the closure device, leaving the closure device extremely proximal and unstable. While the closure device was still implanted very tenuously, they tried snaring it, but the closure device completely dislodged and migrated to the aorta and settling below the renal arteries. They then inserted a18f non-bsc introducer sheath into the left femoral artery and snared the closure device using a non-bsc snare system.they discontinued the procedure without leaving a closure device. There were no issues with the access sheath. The patient left the catheterization lab without any further events or complications. The patient was discharged the following day without incident. The patient was seen at the physician¿s office and was in good condition. However, device analysis revealed inner liner delamination.